Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: observed creases on the device. Rupture: observed opening on anterior side assessed as fold flaw opening. Additional observations: observed wear abrasion on the device. Observed stress marks on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported no complaint against the device for left side. Later, healthcare professional reported left side "any creases associated with hole" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "any creases associated with hole" observed during surgery.

Event description:
Healthcare professional reported no complaint against the device for left side. Later, healthcare professional reported left side "any creases associated with hole" observed during surgery. Device has been explanted and replaced.